Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No audio anomaly was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump passed the functional testing. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump keypad was malfunctioning and there was a constant no delivery alarm that could not be cleared. Customer had just completed a bolus when the insulin pump began to alarm with no delivery. Her blood glucose was 199 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. A blood glucose value of 0.5 mmol/l was documented at the time of the report. Nothing further was reported.